Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000118781. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01275. It was reported that the elective replacement indicator (eri) message displayed for the ipg and high impedances on one lead. It is unknown if the ipg depleted prematurely. Surgical intervention took place wherein the ipg and lead were explanted and replaced. Effective therapy was established.